Manufacturer narrative:
Date of event: unknown. Investigation summary : exec summary - no physical device samples were returned. Nine (09) pictures were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Following the pictures' review bdm-ps confirms the reported condition on the product. A review of the complaint lot history check was performed and this is the 1st. Related complaint for damaged or deformed hub on this lot #. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd pen needle 23g x 7mm had product damage issues. The following information was provided by the initial reporter : the reported package defect where the film of the protective seal on the needle is still attached and the plastic part inside is deformed.